Event description:
The user facility reported that the device had metal shavings coming out during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.